Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every four days, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5 and b7. B5: upon follow-up, it was reported that the pd catheter was removed, pd therapy was discontinued, and the patient was transferred to hemodialysis (on an unknown date). At the time of this report, the patient remained hospitalized and has not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.